Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was observed to have a wire broken on the distal tip. The procedure was completed with no reported injury. However, it was unknown if a fragment fell inside the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additionally, the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.